Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave catheter was selected for pulmonary vein isolation. It has been mentioned that after 8 ablation the guidewire got stuck in the catheter and could not be further inserted or pulled out. No patient complications occurred. The procedure was completed using different catheter. The product is expected to return for analysis.